Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on november 7, 2019 with blood glucose of 20 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. The customer was treated with food and glucagon. The device will not be returned for analysis.